Event description:
It was reported that the insulation on the nim needle peeled off, during the surgery. No information shows that any particles were left behind in the patient and there were no patient complications reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Evaluation by the product development engineer showed that coating is peeling back on the cannula. It is most likely caused by multiple insertions into hard bone. The root cause is under evaluation.